Event description:
Customer's wife reports, she noticed customer was having low blood glucose symptoms while using the advantage system. Wife reports she noticed customer was unconscious, tested his blood glucose with result of 105 mg/dl and called emt. Emt's tested customer's blood glucose with result of 29 mg/dl, and treated with an IV of glucose solution. Wife reports customer came to within 2-3 minutes. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.